Event description:
During laparoscopic nephrectomy, stapler device locked in mid transection while clamped on the artery and vein. The stapler device would not move and there was no way to safely remove the stapler without compromising vessel integrity. An additional 12mm port was placed, and the stapler device was removed still in the locked position.